Event description:
Customer reported to beckman coulter, inc. (Bec) that the rinse block of the coulter lh 500 hematology analyzer leaked a small amount of fluid. Customer reported that there was a small amount of fluid on the top of the instrument lower cover and not contained inside the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the rinse block was leaking. The fse replaced tubing going through valves vl 35, 40, 42, and 49 to repair the leak. The fse adjusted the rinse block as auxiliary measure.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR#1061932-2012-02300. (B)(4).